Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod has a broken pin and a broken radial bearing. It was reported the rod is still able lengthen. No patient adverse event was reported.

Manufacturer narrative:
Additional data a2, a3, b3, b6, d6, g3, h2, h10. A review of the DHR documents indicated that the magec rod was manufactured by the specified requirements and met all of the required quality inspections before shipment.